Event description:
It was reported that the right ventricular (rv) lead had observable noise and the short interval counts (sic) had increased. It was noted that the impedances were stable and the noise was unable to be reproduced. The rv lead was capped and replaced. During the replacement procedure, the attempted rv lead had difficulty getting past the superior vena cava (svc) and advancing into the rv. The first placement attempt had difficulty extending the helix and the second attempt the helix was unable to extend with impedance greater than 4000 ohms. The rv lead had a possible fracture. The rv lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (B)(6) 2009; 5568 implantable pacing lead (B)(6) 2001; 4194 implantable pacing lead (B)(6) 2006. (B)(4).